Event description:
It was reported that during an embolization procedure, advancement difficulties and a shaft break occurred. Embolization was to be performed in the maxillary artery. The renegade hi-flo microcatheter was inserted into a non bsc 5f diagnostic catheter and was unable to advance. The renegade became stuck and while attempting to remove it, with some force, the shaft broke. Both devices were removed. They exchanged the devices for another renegade hi-flo microcatheter of the same size and a different non bsc 5f diagnostic catheter and the renegade would not fit. The second renegade was then exchanged for a non bsc device to complete the procedure. There were no patient complications and the patient's condition is reported as "fine".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).